Event description:
A malfunction on the customer's pump was reported, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The malfunction was identified as code malf 5, and the issue was resolved by providing the caller with information to reset the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and call back if the issue reappears. The caller acknowledged and understood the instructions provided by technical support.